Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient experienced iritis. The patient is complaining of blurry vision and photophobia. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicates an unspecified company cartridge was used. A non-company handpiece and viscoelastic product were indicted. These products have not be qualified for use with the qualified iol/company combinations for this lens. The product investigation could not identify a root cause for the reported events. The lens remains implanted. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the event occurred six (6) weeks after surgery. The left eye was affected and the patient needed a parabulbar injection for treatment.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).